Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image was due to fluid invasion at the scope connector. The bending section cover was stretched. The bending section cover glue was peeling and thread was exposed. The insertion tube had scratches and a couple of heavy kinks. In addition to a failed ring gauge, the scope connector was wet. The device labels needed replacement. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the bronchofibervideoscope image was blacking out on angulation. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the fluid invasion caused electronic components, such as the printed circuit board in the connector, to corrode or malfunction. Additionally, the insertion section was found to be squeezed, likely due to some external stress. Subsequently, the charge coupled device cable was broken. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli endoscopic image is normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device."